Manufacturer narrative:
Based on the claim against the product by the customer noting psc running on battery, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the system power manager (spm) and power supply switcher. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The power supply switcher was analyzed and found to have the error 417. The spm was analyzed and found the errors could not be replicated or confirmed. During in-house testing, the spm was connected to the test system. The system was powered on indicating green led's and no errors. The technician ran 10 power cycles and idled for one hour with no issues. The complaint regarding psc running on the battery was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause was attributed to an electrical and fiberoptic defect on the power supply switcher. This complaint is considered a reportable event due to the following conclusion: the customer converted to another dv system after the start of the procedure due to the psc running on the battery. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) the patient side cart (psc) was running on battery. Prior to calling in, the customer confirmed the power cord was plugged into an outlet and then moved it to a different outlet where other items were plugged into that were functioning with no change. Error 417-418 was confirmed in the logs. The isi tse assisted the customer through an emergency power off (epo) of the psc. The psc power button backlight had flashed amber and then no backlight. The isi tse assisted the customer through two additional two-minute epos with no change. The isi tse assisted the customer through swapping out the psc and proceeding with the case. The procedure was converted to another dv system with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.